Event description:
It was reported that the left ventricular (lv) lead had no capture. A micro-dislodgement was suspected. Atrial-ventricular optimization was aborted and reprogramming was performed to right ventricular lead pacing only. The lv lead was left as unresolved and no further action was taken. The lead remains in use. The patient is a participant in the prompt study. No patient complications have been reported as a result of this event.

Event description:
It was additionally reported that the lead was turned off.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the left ventricular (lv) lead had no capture. A micro-dislodgement was suspected. Atrial-ventricular optimization was aborted and reprogramming was performed to right ventricular lead pacing only. The lv lead was left as unresolved and no further action was taken. It was further reported that the lead will be repositioned and the lead remains in use. The patient is a participant in the prompt study. No patient complications have been reported as a result of this event.